Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged that they received potential false positive results for 3 patients¿ sample testing with the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021 the customer reported that 3 patients¿ samples were tested on (B)(6) 2021 that generated sars-cov-2 positive, influenza a negative and influenza b negative results for each of the 3 patient samples. The 3 patient samples were analyzed on different cobas liat analyzers (B)(4). The 3 patients¿ same sample was repeat tested on the genexpert that generated sars-cov-2 negative, influenza a negative and influenza b negative results for each of the 3 patient samples. The same samples for each of the 3 patients were repeat tested on different cobas liat analyzers and generated sars-cov-2 negative, influenza a negative and influenza b negative results for the 3 samples. The same sample for patient 3, when repeat tested on another cobas liat analyzer, generated a sars-cov-2 positive, influenza a negative and influenza b negative result. Patient samples were collected using nasopharyngeal and 3 ml copan universal transport medium. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The positive results were reported out to the patients and/or personnel treating the patients. Three (3) mdrs will be filed, one for each patient, as per FDA guidance.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).